Event description:
It was reported by the nurse at the patient's daycare center that the father told her the vns settings were increased in august. She also noted that he believed that the cause of the patient's increased seizures was a change in medications made at the same appointment (patient's keppra was changed to only a night time dose). When the keppra was changed to be spread out throughout the day in november, the patient's seizures were better. No further relevant information has been received to date.

Event description:
It was reported by the lpn at the patient's adult day care center that since the patient got their generator replaced, they had an increase in seizures. She had much better seizure control prior to generator replacement and was now having seizures while walking,. It was believed that the generator needed to be checked. No further relevant information has been received to date.